Event description:
It was reported via repair work order that the lift stuck high due to malfunctioned wire harness #2. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.